Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator displays an oxygen (o2) sensor error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the oxygen sensor. The se performed extended self-testing on the device and all tests passed.